Manufacturer narrative:
The reported event of device found in backup mode was confirmed by analysis. The device was received in backup mode with battery level within the normal range. Analysis of device image indicated that backup occurred due to reset errors within the xena ic. Further testing was performed, including cold temperature soak to stress the device, and backup condition was reproduced. This malfunction is consistent with a xena ic cold temperature sensitivity. Devices longevity assessment was also performed and found to be within expected range.

Manufacturer narrative:
Note: the observation occurred at (B)(6) medical, (B)(6) and was reported by an abbott representative.

Event description:
It was reported that prior to implant it was observed that the pacemaker was in backup vvi. The cause of backup vvi was unknown. There was no patient involvement. The pacemaker was not used.